Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call serious injury and hospitalization. Customer's blood glucose level was 65 mg/dl. Customer advised they passed out and were hospitalized due to severe low blood glucose levels. Customer experienced dizziness and had difficulty breathing. Customer advised they were a brittle diabetic and they were wearing the insulin pump at the time of hospitalization.